Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. Concomitantly, the patient underwent a vaginal hysterectomy, uterosacral vault suspension, anterior repair, and posterior repair. During insertion of the sling, it was thought that angle was not correct, so the sling was backed out and it was noted that the tip of the plastic trocar sheath was split. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01478. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The needle tip was bent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.